Manufacturer narrative:
Device was received and evaluated. Evaluation of the device determined a worn out lock latch causing unsecure connection and flickering image. Video connector was found defective. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications.

Event description:
It was reported that during preparation for use, the device was found with broken socket. The scope socket was observed to be no longer latching to the scope connector. There was no patient involvement on this report. No user harm reported due to the event.